Event description:
Patient underwent right total hip arthroplasty in 1998. Onset of right hip pain noted in july of 2004 and patient underwent revision surgery in 2005. Surgeon noted osteolysis involving the proximal femur and acetabulum.